Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia the day following implant. An interrogation revealed loss of right ventricular (rv) capture the rv lead was tested with all stable parameters. The lead was reattached to the implantable pulse generator (ipg) and loss of capture was noted again. The lead was removed and attached to the analyzer and stable parameters were noted again. The lead was attached to the ipg a second time and loss of capture was again noted. High rv lead thresholds were observed. A new ipg was attached to the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia the day following implant. An interrogation revealed loss of right ventricular (rv) capture the rv lead was tested with all stable parameters. The lead was reattached to the implantable pulse generator (ipg) and loss of capture was noted again. The lead was removed and attached to the analyzer and stable parameters were noted again. The lead was attached to the ipg a second time and loss of capture was again noted. A new ipg was attached to the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.